Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing without duplicating the report. An internal inspection resulted in no findings. The customer's power related accessories were not returned as part of the investigation. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.